Manufacturer narrative:
Customer reported that their intial asi status is blank and battery will not stay in the AED. The maintenance activity was reported as daily checking the asi light. The battery pack expiry date is 7/30/2026. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their intial asi status is blank and battery will not stay in the AED. The maintenance activity was reported as daily checking the asi light. The battery pack expiry date is 7/30/2026. They did not report that this event occurred during patient use.